Manufacturer narrative:
Manufacture ref. No. (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
The device evaluation was completed for the reported event of system error 322. A device history review revealed no issues that could have caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported event was verified as it was reproduced during evaluation after loading a set and closing the door. The lower auxiliary assembly was to be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.